Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding external device. It was reported that the patient always had an issue getting the handset to connect to the pump. The patient representative (rep) stated that it took forever to get it to function, and it kept going around and around. It did not register or will not get it, and it froze at 90%. The agent reviewed data and walked caller through how to delete the data. The agent reviewed general use of external devices. The patient representative (rep) will call back if they need further assistance.